Event description:
The manufacturer received information alleging a ventilator was alarming for "service due". There was no harm or injury reported. The device was returned to a third party service center for evaluation and "service required" alarm conditions were observed in the device's downloaded event log. The device's oxygen blending module was replaced to address the issues.